Event description:
It was reported by the sales representative that the saw continues to run when the switch is turned to off. It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for investigation. The complaint was verified. The trigger was replaced and the device was returned to the account.